Manufacturer narrative:
The initial reporter also notified the FDA on 01may2023. Medwatch report # (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22129050. Medical device expiration date: 02dec2025. Device manufacture date: 02dec2022. Medical device lot #: 22129051. Medical device expiration date: 05dec2025. Device manufacture date: 02dec2022. Ha device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: 9 bdmaxplus loops obtained that will not flush. 3 lot numbers involved. No known harm to any patient. This is the 6th report on the same product.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: 9 bdmaxplus loops obtained that will not flush. 3 lot numbers involved. No known harm to any patient. This is the 6th report on the same product.

Manufacturer narrative:
Investigation summary: one sample (model #mp5303-c, lot #22129050) was returned by the customer. It was reported by the customer that 9 bd maxplus loops obtained that will not flush. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe, and attempted to be flushed with water. The set was unable to be flushed. The customer complaint can be verified. A device history record review for model mp5303-c lot number 22129050 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.